Event description:
It was reported via voluntary medwatch mw5168304 that the patient experienced phrenic nerve injury. During a cryo ablation procedure a polarx catheter was selected for use. While ablating the right inferior pulmonary vein (ripv), a phrenic nerve injury (pni) occurred. The ablation was terminated after two seconds of loss. The pni did not recover after ten minutes waiting. The case was aborted, and the ripv was not isolated. All targeted pulmonary veins were isolated. It is unknown if the patient was under general anesthesia. It is unknown if the pni recovered. The patient was hospitalized and discharged a day later. The device performed as expected during the procedure and there were no reports of any performance concerns. There was no indication that the device is available for return. Good faith effort (gfe) is not possible as the event was reported directly by the FDA with no reporter or facility information provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort is unable to be performed to obtain the information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.